Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did you undergo an essure confirmation test-no". The patient's previously administered products included for birth control: birth control pills from 2008 to 2009; for an unreported indication: iud from 2009 to 2013. On (B)(6) 2015, the patient had essure inserted. In 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced abdominal pain ("severe abdominal pain"), dyspareunia ("dyspareunia"), anxiety ("anxious"), depression ("depressed") and dysmenorrhoea ("dysmenorrhea (cramping)"). The patient was treated with surgery (a total hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, abdominal pain, dyspareunia, anxiety, depression and dysmenorrhoea had not resolved. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, dyspareunia and pelvic pain to be related to essure. The reporter commented: patient sought treatment on multiple occasions for symptoms of severe abdominal and pelvic pain and dyspareunia, among other symptoms. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: results: confirmed proper placement. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet and medical records received. New reporters added. Patient demographic information and relevant history added. Event dysmenorrhea (cramping) and did you undergo an essure confirmation test-no added. Outcome of events updated to not recovered / not resolved. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformance's data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ('migration or perforation') and pelvic pain ('severe pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did you undergo an essure confirmation test-no". The patient's previously administered products included for birth control: birth control pills from 2008 to 2009; for an unreported indication: iud from 2009 to 2013. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia") and dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required), abdominal pain ("severe abdominal pain"), anxiety ("anxious") and depression ("depressed"). The patient was treated with surgery (a total hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the perforation outcome was unknown and the pelvic pain, abdominal pain, dyspareunia, anxiety, depression and dysmenorrhoea had not resolved. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, dyspareunia, pelvic pain and perforation to be related to essure. The reporter commented: patient sought treatment on multiple occasions for symptoms of severe abdominal and pelvic pain and dyspareunia, among other symptoms. Discrepancy noted in essure insertion date- (B)(6) 2015 and (B)(6) 2015. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: results: confirmed proper placement. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-aug-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ('migration or perforation') and pelvic pain ('severe pelvic pain') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did you undergo an essure confirmation test-no". The patient's previously administered products included for birth control: birth control pills from 2008 to 2009; for an unreported indication: iud from 2009 to 2013. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia") and dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required), abdominal pain ("severe abdominal pain"), anxiety ("anxious") and depression ("depressed"). The patient was treated with surgery (a total hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the perforation outcome was unknown and the pelvic pain, abdominal pain, dyspareunia, anxiety, depression and dysmenorrhoea had not resolved. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, dyspareunia, pelvic pain and perforation to be related to essure. The reporter commented: patient sought treatment on multiple occasions for symptoms of severe abdominal and pelvic pain and dyspareunia, among other symptoms. Discrepancy noted in essure insertion date- (B)(6) 2015 and (B)(6) 2015. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: results: confirmed proper placement. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-mar-2020: pif received: newly added events- perforation. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("severe abdominal pain"), dyspareunia ("dyspareunia"), anxiety ("anxious") and depression ("depressed"). The patient was treated with surgery (a total hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, abdominal pain, dyspareunia, anxiety and depression outcome was unknown. The reporter considered abdominal pain, anxiety, depression, dyspareunia and pelvic pain to be related to essure. The reporter commented: patient sought treatment on multiple occasions for symptoms of severe abdominal and pelvic pain and dyspareunia, among other symptoms. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: confirmed proper placement. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.